Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 631mg/dl. The nurse stated that the customer experienced nausea, groggy, headache, and felt cloudy. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The bolus history was reviewed and found that the customer was entering carbohydrates when she was not eating to correct her high blood glucose, and she did not enter on any boluses in bolus history except for one. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the caller to remove the cannula and it was bent. Advised the nurse to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.